Event description:
Patient was being cannulated for ECMO with the protekduo cannula under continuous fluoroscopy in an ICU setting. Vascular access was obtained, guidewire placement was confirmed, and the vessel was dilated without difficulty. On insertion of the cannula, the physician noted resistance and difficulty passing the cannula. The cannula was removed and inspected and noted to have two significant bends in the wire re-enforced portion of the cannula. The cannula was exchanged for another and the procedure proceeded without issue.